Event description:
It was reported that the patient was not able to adjust the stimulation using the programmer. The "call your doctor" icon was displayed on the programmer. A power on reset (por) warning condition was encountered on both the recharger and the programmer. The patient was, subsequently, not able to use the programmer as a por warning display was all that could be seen. But, the patient was able to recharge. It was noted that the patient had recently been near some medical equipment, specifically an MRI. No patient symptoms or outcome were reported. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Follow-up information received reported the cause of the power-on-reset (por) condition on the implanted neurostimulator was unknown. The por was cleared by the healthcare professional on (B)(6), 2011. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3487a lot# j0455281v implanted: (B)(6) 2005 explanted:na; extension model 3708320 lot# nkc000966v implanted: (B)(6) 2011 explanted: na; programmer model 37743 lot# nke166122n; recharger model 37752 lot# nka151962n.